Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer was not sure how it occurred. Customer's blood glucose was 329 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
There was no button error alarm noted. The intermittent act button was due to moisture damage on the keypad trace. The unit had minor scratched lcd window, cracked battery tube threads, reservoir tube lip, and case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.